Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, resistance was met when passing the delivery catheter system (dcs) through the native aortic valve. Per the physician, it was not an unusual amount of resistance, but required some force to pass through. At deployment, an echocardiogram showed severe paravalvular leak (pvl) due to a very calcified annulus. A balloon aortic valvuloplasty (bav) was performed resolving the pvl. After the bav, the patient became hypotensive and an angiogram showed a large aortic root dissection at the sino tubular junction following a small rupture and excessive pericardial tamponade. Cardiopulmonary resuscitation (CPR) was initiated and three units of pack red blood cells were administered, however; the patient subsequently expired. The cause of death was determined to be an aortic dissection and rupture leading to pericardial tamponade. Per the physician, there was no allegation that a medtronic device caused or contributed to the death. In the physician's opinion, the suspected cause of the rupture was due to difficulty entering the heavily calcified annulus.

Manufacturer narrative:
The product was discarded and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)